Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 41 mg/dl. Customer stated that, at night the sensor glucose went down to 41 mg/dl to 61 mg/dl. The customer also stated that, the sensor was beeping and looked at the insulin pump and noticed that, it was really low and was treated with juice and then blood glucose was started going up but the sensor reading were not going up. Customer did not receive a change sensor alert after a calibration error. Customer declined troubleshooting for the low blood glucose. The device is not expected to be returned for analysis.